Manufacturer narrative:
Complete event site name: university medical center (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a gas leak occurred. The iab had been inserted during surgery, but needed to be replaced. A new iab was inserted and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure and extender tubing were also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the catheter y-joint at the y-fitting. The reported problems were most likely triggered by a leak in the catheter tubing which was found near the y-fitting. The potential root cause has been determined to be a micro-nick on the catheter tubing, which is a manufacturing issue. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.